Event description:
It is reported by the patient that their insulin pump is displaying a button error and the keypad is unresponsive. The patient's blood glucose level is 154mg/dl. Troubleshooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Findings: pump received with button error alarm and nobutton response due to moisture damage keypad traces.no moisture damage on electronics noted.pump received with minor scratched display window,cracked belt clip slot, cracked reservoir tube (B)(4).